Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to possible atrial undersensing concerns. Atrial sensitivity was increased from 0.15 mv to 0.25 mv to address farfield oversensing in the past. The initial reporter noted they were new to reviewing device-based egms. Upon episode review, technical services (ts) observed brief runs of true ventricular tachycardia (vt). Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker system remains in service. No adverse patient effects were reported.